Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 20.5 diopter, (1.5 extended depth of focus) lens was replaced with a company, 18.5 diopter, (1.5 extended depth of focus) lens due to a reported "refractive surprise." The product has not been received to evaluate. Additional information was provided that the patient had prior post-myopic prk / lasik surgery. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following the intraocular lens (iol) implant procedure, the patient complained of headaches. The iol was exchanged in a secondary procedure. Clinical reason for explant was malfunctioning iol. Additional information received and stated that, the surgeon prognosis was excellent after exchange.